Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter sy stem (dcs) were deployed over a non-medtronic guidewire on the inner curve of the aorta at approximately 3mm on the non-coronary cusp (ncc) and 13 mm on the left coronary cusp (lcc). Following the release from the dcs tabs, the valve dislodged to a depth of greater than 20 mm on both the ncc and lcc. Low diastolic blood pressure and severe aortic regurgitation were noted. Subsequently, a second non-medtronic valve was implanted successfully. Per the physician, the patient's anatomy including a large left ventricular outflow tract and the inner curve deployment contributed to the dislodgement. A procedural delay of approximately one hour was reported. No additional adverse patient effects were reported. Additional information was received that the valve dislodged towards the ventricle as it was detaching from the dcs. Additionally, the severe aortic regurgitation was paravalvular leak.

Manufacturer narrative:
Image review: two static images and one media file were provided. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture and valve depth assessment was performed. In the lao view provided, valve depth appears to be 12-13mm on the left coronary cusp and the delivery catheter system appears to be positioned on the inner curve of the aorta. Valve depth assessment in the cusp overlap view was not provided but it is known that depth was approximately 3mm on the non-coronary cusp. As stated in the instructions for use, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, depth on the left coronary cusp would warrant a recapture. However, the valve was released and dislodged ventricular to the level of the waist of the valve, and significant aortic insufficiency was noted. Subsequently, a second non-medtronic valve was implanted. The patient¿s executive summary was not provided for anatomical review. However, it was reported that the left ventricular outflow tract was large. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0012224767; ubd: unknown; UDI#: unknown. Product ID: l-evolutfx-2329; lot #: 0012315984; ubd: unknown; UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter sy stem (dcs) were deployed over a non-medtronic guidewire on the inner curve of the aorta at approximately 3mm on the non-coronary cusp (ncc) and 13 mm on the left coronary cusp (lcc). Following the release from the dcs tabs, the valve dislodged to a depth of greater than 20 mm on both the ncc and lcc. Low diastolic blood pressure and severe aortic regurgitation were noted. Subsequently, a second non-medtronic valve was implanted successfully. Per the physician, the patient's anatomy including a large left ventricular outflow tract and the inner curve deployment contributed to the dislodgement. A procedural delay of approximately one hour was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: a review of the device history record showed that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. As stated in the instructions for use (IFU), the recommended target depth is 3 millimeter (mm) relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, depth on the left coronary cusp would warrant a recapture. However, the valve was released and dislodged ventricular to the level of the waist of the valve. Additionally, the patient's anatomy including a large left ventricular outflow tract and the inner curve deployment contributed to the dislodgement. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It is likely the dislodgement contributed to the pvl observed. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Pvl and valve placement may have contributed to the hypotension. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.